Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) episode. It appeared that the pmt algorithm had terminated the rhythm. Loss of capture (loc) on the right ventricular (rv) channel was also observed on the electrogram (egm). Further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.